Event description:
The customer reported that the smart metal feature was not working and the contrast was not tracking as needed. The system had poor image quality.

Manufacturer narrative:
(B) (4). The ge service rep performed assembly check, erased persistent object nodes, service node, reformatted the hard drive and reloaded software that the customer provided. He also replaced the cross arm brake assembly. The unit functions as intended. (B) (4)